Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker underwent a pocket revision procedure due to unspecified pain. Besides intervention, no other adverse patient effects were reported. This pacemaker system remains in service.